Manufacturer narrative:
The user cleaned, disinfected, and sterilized the device before it was returned. There was no delay in the start of precleaning. The user flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The user presoaked the endoscope in the detergent solution. The user wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The user flushed the air/water nozzle/channel with the detergent solution. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle was clogged with black debris inside. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.